Event description:
Hill-rom tech alleged that the brakes were not holding at the head end of the stretcher.

Manufacturer narrative:
Technician found that the rocker arm was broken causing the head end brakes not to engage. He installed the transtar brake/steer upgrade on the head end of the stretcher and also replaced both hex rods, and the brakes functioned properly. The stretcher was found out of service in a storage area and there were no alleged injuries.